Manufacturer narrative:
Result: siderail assembly.

Event description:
It was reported by service report that both headend siderails were inoperable and could not be locked in the upright position. It was further reported the power cord was missing its ground prong. No patient involvement or adverse consequences are reported.